Event description:
It was reported that the device was explanted due to no output, undefined rv lead impedance, and no capture. Originally the doctor thought it was a lead issue, but at revision the lead parameters were satisfactory. No patient complications were reported as a result of this event.